Event description:
It was reported that a user experienced recurrent overnight hypoglycemia while using the ilet, with agent review indicating postprandial hyperglycemia followed by automated correction leading to lows and user uncertainty about announcing different complex carbohydrate meals; education on meal announcements and training referral were provided. Symptoms included low blood glucose with a nadir of 60 mg/dl and high blood glucose up to 240 mg/dl, with lows lasting about 45 minutes and highs about 5 hours, without loss of consciousness or other acute complications. Outcomes included self-treatment of hypoglycemia with oral glucose solution and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed use error related to meal announcements and incorrect meal size selection contributing to postprandial excursions and subsequent automated corrections. It was concluded that the device functioned as designed and that user training on appropriate meal announcements should mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.